Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 60 mg/dl. The customer stated that she was eating and while she was bolusing, the device kept going up to 500 and back to 1. She noted that her blood glucose was at that level because she had not yet eaten. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.